Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The insulin pump passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm. The insulin pump was received with currents in specification. No unexpected battery out limit. The insulin pump had scratched lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The nurse reported via phone call that they received several motor error alarms. The customer reported that they found motion sensor test failure alarm, battery out limit alarm and a motor position encoder error alarm. The customer's blood glucose was unknown at the time of incident. The nurse stated that the drive support cap appeared normal. The nurse stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.